Event description:
It was reported that during a follow up in clinic, inadequate capture and undersensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.